Manufacturer narrative:
The insulin pump alarmed unexpected restart after battery change and resets time/date to factory default, problem isolated to interface board. Unit received with all operating currents within spec and passed the rewind test, self-test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected signal too low, no delivery, low reservoir or low battery alarm noted during testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked case at reservoir tube window corners.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The caller reported that they had an unexpected restart alarm. The alarm occurred after inserting a new battery. They also reported that every time the customer changes the reservoir, the time and date had to be reprogrammed. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They device was not stored or not in use for an extended period of time. They inserted a new battery and the alarm recurred. The device will be returned for analysis.